Event description:
A hamilton medical g5 ventilator (serial number (B)(4)) was reported by the user to have a blank screen after it was moved while the patient was being repositioned. This ventilator was owned and was located at the (B)(6) at the time of the reported event. The g5 ventilator in this report was reported by the user as missing the main power switch protective cover.

Event description:
Additional information received from reporter on 03/08/2017 for mw5066588: the event log was analyzed and it was found that the ventilator was shut down by pressing the mains power switch. This corresponds with the information provided by the operator that the ventilator was moved while the patient was repositioned, and that the protective cover of the mains power switch was missing. Most probably, the main power switch was inadvertently pressed while the ventilator was moved. The missing cover has meanwhile been replaced and the service technicians and operators were trained to check for the presence of the protective covers.